Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6)2017 due to high blood glucose, diabetic ketoacidosis, and food poisoning for; and (B)(6)2017 due to high blood glucose. Blood glucose at the time of the admission was over 400 mg/dl for the first hospitalization, and unknown for the second hospitalization. The customer was treated with an insulin drip and an overnight stay at the hospital. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.